Event description:
The user_s hearing performance with the device was affected. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Combined initial / final report: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. The concerned device was explanted but has not been received for investigation yet.

Event description:
In (B)(6) 2021, the recipient reported a decline in hearing benefit with the device. The recipient has been re-implanted.